Event description:
It was reported a pericardial effusion (pe) and a cardiac tamponade occurred. During a percutaneous catheter myocardial ablation, a versacross steerable sheath kit was selected for use. It was noted that the transseptal puncture was challenging. While using the non-boston scientific imaging device for tenting, energization was applied, but resistance was felt in the versacross rf wire, preventing further advancement. Then, a second energization was attempted with the same result. On the third attempt, it was confirmed that the versacross rf wire was in the left atrium. Due to the floppy nature of the septum, a septal dissection may have occurred. About a 200cc of pe was noted. After the procedure, it's possible that the wire entered a gap within the septum. The next day, only a small amount of drainage was required, and the patient is expected to recover without any problems. The device is not expected to be returned for analysis (disposed). A kink on the rf wire was noted. No was no malfunction reported along with the versacross devices, however it is not known which device contributed to patient complication. It was a floppy type of septum that stretched a lot. The septum was difficult to see, but the versacross was visible on the ultrasound.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross sheath.

Manufacturer narrative:
The device was not returned, however, the reported allegation for rf wire kink was confirmed via media provided. Any other allegation was not able to be confirmed, since the device did not return nor media for it was provided. The information within the event description suggests that the clinical event is anticipated in nature as per the IFU as reported; the versacross rf wire instructions for use (IFU) includes 'pericardial effusion' as an adverse event that may occur during the procedure.

Event description:
It was reported a pericardial effusion (pe) and a cardiac tamponade occurred. During a percutaneous catheter myocardial ablation, a versacross steerable sheath kit was selected for use. It was noted that the transseptal puncture was challenging. While using the non-boston scientific imaging device for tenting, energization was applied, but resistance was felt in the versacross rf wire, preventing further advancement. Then, a second energization was attempted with the same result. On the third attempt, it was confirmed that the versacross rf wire was in the left atrium. Due to the floppy nature of the septum, a septal dissection may have occurred. About a 200cc of pe was noted. After the procedure, it's possible that the wire entered a gap within the septum. The next day, only a small amount of drainage was required, and the patient is expected to recover without any problems. The device is not expected to be returned for analysis (disposed). A kink on the rf wire was noted. No was no malfunction reported along with the versacross devices; however, it is not known which device contributed to patient complication. It was a floppy type of septum that stretched a lot. The septum was difficult to see, but the versacross was visible on the ultrasound.